Event description:
It was reported by two surgeons that an unspecified number of cases of dyspareunia have occurred following vaginal prolapse surgery for which unspecified intervention was performed. No further specific case or event information is available at this time.

Manufacturer narrative:
Conclusion. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.